Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during the explant of a neurostimulator system, including the lead 3778-75 octad 1x8 lz 4mm sp 75cm en, implantable neurostimulator 97715 intellis sensor, and extension 3708140 1x8 40cm en, one of the electrodes did not come out with the lead, resulting in a portion of the lead/electrode being left in the cervical epidural space. The lead was noted to be fractured, damaged, or broken. The patient was alive with no injury reported. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-75, serial/lot#: (B)(6), ubd: 29-jan-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.